Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The wristed needle driver instrument was analyzed and found to exhibit unintuitive motion when placed and driven on the in-house system. Specifically, the instrument moved precisely and proportionally to the master, started and stopped with the master motion, but moved in the wrong direction. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The instrument also had a dislodged gear molded roll output. The heat shrink was removed from the gear molded roll output to expose the space where it was dislodged from the proximal end of the main tube. Also, the wristed needle driver had an excessive amount of dried residue around the clamping pulleys.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the single site wristed needle driver instrument did not move in the intended direction. There was no report of fragments falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information regarding the complaint. The wristed needle driver was inspected prior to use and no damage was found. The surgeon found the tip of the instrument to move stiffly. A laparoscopic instrument was used to resolve the issue. The surgeon's head was inside the high-resolution stereo viewer (hrsv) when he attempted to manipulate the wristed needle driver instrument. The surgeon's movement did scale accordingly to the instrument and the movement timing was appropriate. There was no shakiness, no instrument or system interference, or external collisions. Patient demographic information is not available.